Event description:
It was reported that during a lumbar four to sacrum hardware removal/lumbar three to lumbar four decompression, stabilization, and fusion procedure, the device was being used to dissect through soft tissue and produced an error code 5. The device was placed on the mayo stand to re-test and the blade tip fell off. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.